Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. The usm arm was tested with an in-house system and all test passed. A visual inspection identified no signs of damage. The insertion searchlight single axis sensor board and flat flex cable were replaced proactively.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was unable to confirm and reproduce the issue during field evaluation. The usm was replaced proactively. After replacement, the system was tested and verified as ready for use. Isi has received the usm; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy without lymphadenectomy surgical procedure, the customer installed the camera instrument onto the universal surgical manipulator (usm) arm 2 and was unable to move the insertion axis. The customer had already replaced the instrument arm drape when the technical support engineer (tse) was contacted for phone assistance. The reported event was not resolved after undocking the usm2, inserting the camera instrument into the usm2 cannula manually, checking if the drape was "sandwiched," checking usm2 led, and performing a power cycle as advised by the tse. The customer elected to disable usm 2. The customer continued with the procedure using the remaining usm's arms under the same system. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the system functionality was checked upon powering on and there were no errors. The surgical procedure was continued as a three-arms operation due to the usm2 insertion axis not moving. There was no patient injury or harm.